Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of right ventricular (rv) oversensing detected due to noise on the rv lead. A lead revision procedure is anticipated to resolve the event, and the patient was stable with no consequences.